Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited inappropriate shock. It was noted that the patient had many supraventricular tachycardia episodes causing incorrect interpretation of signal. No intervention was performed. The patient was in stable condition.